Event description:
It was reported that the patient was experiencing reduced flexion and could not achieve full extension. Surgeon revised the tibia, add additional slope and implant a universal baseplate with a stem extension. He attempted to implant the triathlon-prim tib baseplate cemented #8 9mm and tri cemented stem 12mmx50mm, but was dissatisfied with the position and size of those implants. He elected to remove those implants and chose a smaller size tibial baseplate with an appropriate cs insert and a 100mm stem extension.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.